Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic after receiving an inappropriate shock. Upon interrogation, a vibratory alert for high and low high voltage lead impedance were observed. Further review revealed the svc coil caused the high measurement, though it was unclear what contributed to the low measurement. The patient was stable and will continue to be monitored via remote transmission.